Manufacturer narrative:
The alleged display issue that caused the patient to stop using the pump is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user was aware of the issue and was advised to use a back-up plan for insulin delivery. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that while on a back-up plan of syringe injections for insulin-delivery due to the pump having a display issue, he was hospitalized on (B)(6) 2013 due to elevated blood glucose (bg) of 684 mg/dl with moderate blurred vision. The patient stated that he was placed on IV insulin and was discharged on (B)(6) /2013. The patient was advised on (B)(6) 2013 when he called in for display issues with the pump to go on a back-up plan for insulin delivery while a bridge loaner pump was arranged. The patient stated that he did not contact his healthcare provider for an appropriate back-up plan and used only short-acting insulin via syringe to control his bg. The patient stated that he was discharged with long and short acting insulin on (B)(6) 2013 and was given a diagnosis of diabetic ketoacidosis. The patient stated that his "bg is fine" at the time of the call to animas on (B)(6) 2013. Customer technical support advised the patient of the importance of having a back-up plan when using a pump. The patient stated that at the time of the call he was at his healthcare provider's office and would discuss a back-up plan at his appointment. This complaint is being reported because the patient allegedly experienced severe hyperglycemia requiring medical intervention while using an inadequate back-up plan for insulin delivery.